Event description:
Following an unknown procedure, postoperative bleeding required that the pt be brought back to the hospital for a re-operation. Suture stitches were applied manually where the necessary.